Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent ventral repair surgery on (B)(6) 2014 with lysis of adhesions during which the surgeon noted it looked like the bottom part of the mesh had sutured or torn. It was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, loss of appetite, stress and anxiety. No additional information was provided.